Event description:
(B)(6) 2013, a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses (rmt311413/10667422). The patient's anatomy was described as tortuous but no thrombus or calcification was reported. On (B)(6) 2014, the patient presented emergently to the hospital with abdominal pain, and a non-contrast CT scan showed an irregular appearance of the right limb of the graft, described as a ¿halo¿. Additionally an aortic neck irregularity was seen at the trans-renal artery level. Later the same day a CT scan with contrast was performed. There was no visible leak seen with this scan and no aneurysmal enlargement. The patient was taken to the procedural suite where an exploratory procedure was undertaken. The physician indicated he planned to perform a "hybrid" procedure depending on his findings. It is not known whether this was carried out.

Manufacturer narrative:
Medications: plavix, crestor, low-dose asa, losartan. A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
The following additional information was received on 7/10/2014: the patient was treated by extending the graft to the infrarenal level with a 20mm hemashield. The excluder device was left in place. The patient received one unit of blood and is currently doing fine.